Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on several conductors (not obstructed), the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead in segments returned and analyzed.

Event description:
It was reported that the day after implantation, the lead had "screwed out." The lead was explanted and replaced. No patient complications have been reported as a result of this event.